Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed multiple pump error and stuck button alert. The customer¿s blood glucose value was 276 mg/dl. The customer assisted with troubleshooting. Insulin pump had failed battery alarm. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received no button response (act) due to corroded keypad traces. Unable to verify pump error 23, failed battery alarm, pump error 68, pump error 53 and pump error 49 alarm due to no button response.